Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of bolus anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that it was difficult to deliver a bolus. The customer stated that the pump did not want to function and the units were delivered very quickly. The product was returned for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The pump was used a liquid reservoir test and run couple bolus then monitored for any bolus anomaly. Device delivered properly all bolus were properly recorded at the history screens. No possible bolus anomaly noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.